Event description:
User related. During a procedure, the sales rep noted that the surgeon implanted a medium mrh femur in combination with a rotating tibia component 3mm offset.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (user related) and product code kro.